Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Information received from (B)(6). Unconfirmed revision of pinnacle hip. Reason for revision unknown. On (B)(6) 2017 additional information received. Added date of birth, product descriptions, part and lot numbers of all involved products.

Manufacturer narrative:
Information received from (B)(6). Unconfirmed revision of pinnacle hip. Reason for revision unknown. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.